Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and noted the instrument locked up during specimen cycle, overflowing vacuum chambers. Fse cleared vacuum chambers, cleared memory on card and re-downloaded software. Fse then cycled various samples and verified proper draining of all vacuum chambers. Repair was verified per established procedures and results met published performance specifications. The root cause for the leak is attributed to the instrument locking up during specimen cycling causing the differential waste chamber to overflow. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 500 hematology analyzer locked up while running controls. The operator was rebooting the instrument per instruction from bec cts (customer technical support) and observed a fluid leak but was unable to isolate the source. No injury or exposure was reported and medical attention was not sought. No patient samples were affected by this event.